Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire during use was confirmed through evaluation of the returned sample; however, the returned guide wire did not match the dimensions of the guide wire supplied in the reported kit. The returned guide wire was kinked but did not match the od and length specifications of the reported guide wire. Additionally, the catheter was not returned for evaluation, therefore, functional testing could not be performed. Based on the discrepancy between the reported guide wire and returned guide wire and the fact that the catheter was not returned a probable cause could not be determined. Teleflex will continue to monitor and trend reports of this nature. A device history record review was performed on the catheter and guide wire and no relevant manufacturing issues were identified.

Event description:
The customer reports the guide loses its shape preventing insertion of the catheter.a new catheter was used and access obtained without complications.